Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified that an implant fracture was confirmed but infection couldn't be verified since it is a medical condition. Additionally, screw fracture was observed but not reported by customer. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The reported device has been received for investigation. Evaluation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant, oss411 was fractured. Infection, dehiscence and inflammation were also reported.